Manufacturer narrative:
The investigation determined that a lower than expected vitros tsh result was obtained from a single patient sample tested on a vitros 5600 integrated system. The assignable cause of this event is unknown. Based on historical vitros tsh quality control results, there was no indication the vitros tsh reagent had malfunctioned, however, there was insufficient data to completely rule out the reagent as a contributing factor. The instrument performance was verified with a within run marker precision test. The instrument can be ruled out a contributing factor. The presence of an interferent in the patient sample that is interacting with the matrix of the vitros tsh assay, but not with the non-vitros method, could not be ruled out. The patient was taking biotin supplements and the biotin concentration in the patient sample was 110 ng/ml. Per the tsh instructions for use, ortho has not quantified the interfering effect of biotin on the tsh assay at biotin concentrations >0.5ug/dl. However, current medical literature states that biotin can potentially interfere with some immunoassays. Therefore, it is possible that biotin in the sample is a potential interfering substance and cannot be ruled out as contributing to the event. The assignable cause of the events is unknown.

Event description:
The customer observed a lower than expected vitros tsh result for a single patient sample processed on a sample on a vitros 5600 integrated system when compared to the result obtained using a non-vitros method. Patient sample vitros tsh result of 0.630 miu/l vs. The expected result of 18.06 miu/l biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros tsh result was not reported from the laboratory. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint (B)(4).